Event description:
Kiwi hard cup vacuum difficult to release. Provider attempted to release x3, nnp broke suction and removed vacuum from infants head post delivery. Infant apgars 8/9, superficial bruising to infant head. (B)(6). FDA safety report ID# (B)(4).